Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient took pain medication prior to the procedure. It was stated that patient was "out of it" and was asleep for most of the day prior to the report. Patient complained of retention issues and they had to do kegels. Patient stated that they were voiding more often. Patient stated that they felt like stimulation was in a different place and felt like they may have a bladder infection. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.